Event description:
It was reported that the patient presented for a device replacement. It was noted that the patient had previously received several inappropriate shocks. The patient also had pneumonia and was treated with medication. The device was explanted and replaced. The patient condition is good after the event.